Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Continued: h6- f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
D9 date represents photo received, device is not returned. Additional, changed, and/or corrected data: h6 device photo analysis: visual analysis of the photographs identified: rupture: observed, broken the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI. Healthcare professional later reported capsular contracture, baker grade ii via op report. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.